Manufacturer narrative:
It was reported by customer that faulty IV tubing; started leaking at connection where the tubing goes into the pump. One sample of item number 2420-0500 was submitted for quality evaluation. Visual examination was conducted on the sample and a separation of the tubing to the pumping segment was identified. Further examination of the tubing indicates that there is no evidence of bonding solvent on the surface of the tubing or the lower pumping segment fitting. The customer complaint of separation was confirmed. The failure investigation was forwarded to the manufacturing location. The investigation identified that the solvent dispensing equipment had a possible bushing plugged or partially plugged due to the bonding solvent and tubing remains. A change control was conducted to improve the bonding engagement. A device history record review for model 2420-0500 lot number 24063136 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 06jun2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking. The following information was received by the initial reporter with the following verbatim. It was reported by customer that faulty IV tubing; started leaking at connection where the tubing goes into the pump.